Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the processor did not start due to faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reported in b5, the evaluation found the flickering/lines found in the image was due to faulty receptacle unit, the green color image was coming from red/green/blue output port and was due to faulty printed circuit board, tracks of flat cables were found rusted, and the foot was found deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the processor was not booting up due to a faulty printed circuit board. There were no reports of patient harm.